Event description:
It was reported that the patient experienced ineffective stimulation after a fall. Troubleshooting revealed high impedances on both leads. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1 update: the reporter¿s information was updated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.